Event description:
It was reported that the device exhibited loss of telemetry. It was unable to interrogate the device despite several attempts. The device was replaced and the patient condition was normal.

Manufacturer narrative:
Final analysis found the reported field event of telemetry anomaly confirmed in the laboratory. Upon receipt, communication could not be established. The device was tested on the bench and it was noted the telemetry was in an anomalous state due to battery power on the circuit board being insufficient to supply normal working voltage although battery voltage was above eri. This was caused by a resistive connection, which supplied battery positive potential to the circuit board. Anomalous solder joint was observed through x ray.